Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 64 mg/dl at the time of the incident. The customer's blood glucose was 74 mg/dl at the time of call. The customer was admitted as an inpatient for medical treatment. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the basal settings were correct. The customer's spouse declined to continue troubleshooting. The customer's spouse was advised to contact health care provider for further recommendation. The insulin pump will not be returned for analysis.